Manufacturer narrative:
Device was not available for eval by lumenis. The customer had not requested service for this vasculight elite device since installation on 12/04/2003. Customer did not respond to requests from lumenis to provide details for investigation. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july, 25, 2006.

Event description:
The lumenis clinical trainer learned that a pt has alleged injuries associated with an ndyag laser treatment performed at this customer location. No incident date was reported, however, the incident may have occurred in summer, 2004. Lumenis contacted the customer for incident and pt details and the customer did not provide the requested info.